Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the correct event date as you have stated that the alert date was (B)(6) 2017 but that the event date was (B)(6) 2017.

Event description:
It was reported that during an unknown procedure, the blue cartridge had staple malformation; incompletely stapled. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56d7a. The analysis results found that the 6r45b reload was received with no apparent damaged, fully loaded with staples. The returned reload was tested for functionality with a test device; the device fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.